Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the transmitter is not communicating with the insulin pump. Customer stated that the transmitter does not blink when connected to the sensor. During troubleshoot; customer removed the sensor and noted that the sensor was bent and had blood. Blood glucose value 171 mg/dl. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensors failed for low readings. A cannula was found bent. It could not be confirmed that the customer received the sensor in said condition due to the sensor being returned opened and used.